Manufacturer narrative:
On receipt of the pad device a pad-pak was inserted and all led's on the membrane except the status led, remained lit. The insertion of a usb cable had the same effect. Investigation revealed the microprocessor had failed but had performed for 2 years up to the reported failure. It is considered likely the microprocessor failed during a scheduled weekly self test after the replacement of the pad. The pad-pak was depleted due to the led's being constantly illuminated. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.